Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, fluoroscopy revealed that the helix of the right atrial (ra) lead slowly retracted after extension. The ra lead was repositioned, and the helix was again noted to slightly retract while the physician was suturing the lead. The physician accepted the lead position since all parameters were satisfactory, and fluoroscopy confirmed it remained fixated. After the lead was connected to the device, the ra lead pacing impedance elevated and was further increased during a device check two hours later. By the post-implant check the following day, the ra lead pacing impedance had slightly decreased and sensing was stable; the ra lead remained implanted and will continue to be monitored. The patient was in stable condition.